Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The returned device was examined and was found the distal tip was found to be stripped. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. No further visual defects or deficiencies were noted. The returned device was manufactured in 13 feb 2018 at synthes monument site. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. No product design issues or discrepancies were observed during this investigation. A definitive root cause for the tip twisting could not be determined based on the provided information. It is most likely that excessive force during screw insertion occurred and it can be assumed that a mechanical overload led to the deformation of the screwdriver tip the reported complaint condition is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The received photo shows an unknown va locking plate taken while surgery which was reported to be a va locking t-plate 1.5 he 3ho shaft 7ho with product code 04.130.252 and an unknown screw which was reported to be a cortex screw ø1.5 self-tap l9 tan with product code 04.214.109 or 04.214.108. The screw seems not to be fully locked in the plate. As the implants are covered with blood and the screw detail on the photo is blurred, no root cause determination on the reported event is possible. Device history lot: part # 03.130.010, synthes lot # h410239 , supplier lot # na, release to warehouse date: 13 feb 2018 , manufactured by synthes monument, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. Device evaluated by MFR: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) procedure of the proximal phalange ring finger, two (2) variable angle (va) hand screwdriver shafts had malfunctioned. The screw head spoiled as the surgeon engaged towards the second unknown cortex screw. The screw stuck and could not lock to the plate. The surgeon also tried another two (2) screws with the same results. The surgeon then decided to take out the plate by using a screw fixation. An unknown plate was previously cut to position into the patient¿s bone. Consequently, the plate was not implanted into the patient. The broken screw sets were opened to remove all broken parts, without leaving any broken fragments in the patient. The procedure was not successfully completed as planned. Revision procedure is unknown. There was a five to ten (5-10) minute surgical delay. Patient outcome is unknown. Concomitant device reported: unknown plate (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 3 of 5 for (B)(4).